Event description:
Reporter indicated that high lead impedance reading was obtained (dc-dc code 7 and limit) and that patient was experiencing breakthrough seizures. Patient went in for surgery in 2001 and had a dc-dc code of 7 and limit after old generator was removed a new generator was tested with the old lead. The old lead was also removed and a new lead was explanted along with the new generator. The eri (elective replacement indicator) flag was "no" on the old generator. Lead break is suspected.